Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, the patient presented with grade 4 degenerative mitral regurgitation (mr) and a flail, prolapsed posterior leaflet for mitraclip intervention. During atrial septal puncture, the patient experienced cardiac arrest. Cardiopulmonary resuscitation was performed, and the patient recovered. The procedure continued with insertion of the steerable guide catheter (sgc), followed by deployment of a mitraclip xt.during evaluation, mr was found to have worsened. The clip was reopened and inspected, revealing rupture of a chordae tendineae. The clip was re-grasped, resulting in improved mr control. An additional nt clip was deployed for stabilization; however, mr worsened adjacent to the first xt clip. Post-procedure, mr was reduced to grade 3¿4. No clinically significant delay occurred.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.